Event description:
It was reported by the manager of (B)(6) repeatedly tested positive with the innova antigen test; however, tested negative each time after a pcr test. The staff member isolated and work worked 5 days out of 21 due to the innova antigen test displaying a faint line indicating positive for covid-19. Additional information for product-specific information and complete complaint details was requested; however unsuccessful at such time as no response to the attempts was provided.

Manufacturer narrative:
It was reported one staff member repeatedly tested positive with the innova antigen test; however, tested negative each time after a pcr test. No additional information was provided. A review of manufacturing route sheets could not be performed as no lot number was provided or obtained through complaint investigation follow-up. User handling may have contributed to the event. Possible contributing factors of a false positive result are: excess protein was brought in during sampling or the sample was too viscous; if there is a break in the oral or nasal cavity at the time of sampling, resulting in blood in the sample; if using a flashlight to view the results, shadows may be produced due to different lighting or angles, resulting I false positive results. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed.